Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the sieve beds had low o2. Additional malfunctions include the hose clamp was leaking, and the pm kit was dirty.